Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during dilatation in the mildly tortuous/moderately calcified distal right coronary artery, the 1.20x15 rx mini trek balloon ruptured during the first inflation at 8 atmospheres. The device was exchanged with a non-abbott balloon and dilatation was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.